Event description:
Patient revised for pain, xrays shows malpositioned patella cut with rim loading.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. X-rays were not available for review. Product information required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the performed investigation, the need for corrective action is not indicated. Should the product and/or additional information be received, the investigation will be re-opened.